Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed with no issues noted; the cap was intact and connected with the transfer set. Leak testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap and transfer set. This was observed prior to use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.